Manufacturer narrative:
Product code (d2b) - additional product code qon. Premarket / 510(k) # (g4) - additional premarket / 510(k) # p190006.

Event description:
It was reported that the patient with this neurostimulator experienced pain at their pocket site three months after their implant. Months later, the patient stated they experienced painful stimulation down their right leg that caused them to lock up. As a result, the patient fell several times. The patient turned their implant off and continued to experience pain down their leg when sitting down. The patient troubleshooted but did not attempt to reprogram their device. The patient then had their device explanted. There were no additional patient complications.

Manufacturer narrative:
Block d10: concomitant product: model number/catalog number: 1201. Serial number: (B)(6). Model/catalog description: tined lead. Unique identifier (UDI) #: (B)(4). Block h11: the tined lead was returned for analysis. Visual inspection of the ipg revealed no abnormalities. The ipg was fully functional. Logs showed zero issues. That no anomalies or deviations related to the event occurred during manufacturing. Based on a thorough review of the reported complaint, boston scientific has assigned an investigation conclusion code of no problem detected. This conclusion was selected because undesired sensations and pain at implant site could not be substantiated during functional testing and no other fault conditions were identified.

Event description:
It was reported that that the patient with this neurostimulator experienced pain at their pocket site three months after their implant. Months later, the patient stated they experienced painful stimulation down their right leg that caused them to lock up. As a result, the patient fell several times. The patient turned their implant off and continued to experience pain down their leg when sitting down. The patient troubleshooted, but did not attempt to reprogram their device. The patient then had their device explanted. There were no additional patient complications.